Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip had detached in multiple sections, exposing the corewire tip. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the corewire. No corewire fracture evidence was found and there was no damage to the ptfe jacket. The reported event suggests that handling factors during the clinical attempt may have caused and/or contributed to the distal tip damage. Additionally the remnants of adhesive found indicate that the pebax was properly attached to the corewire; therefore the most probable root cause is "handling damage". A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 12466504.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a percutaneous transhepatic biliary drainage (ptbd) procedure on (B)(6) 2011. According to the complainant, while unpacking the guidewire it was noticed that the tip of the guidewire was nearly detached and the core wire was visible. The procedure was complete with another jagwire with no patient complications. The patient's condition has been described as "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used due to a percutaneous transhepatic biliary drainage (ptbd) procedure on (B)(6) 2011. According to the complainant, while unpacking the guidewire it was noticed that the tip of the guidewire was nearly detached and the core wire was visible. The procedure was complete with another jagwire with no patient complications. The patient's condition has been described as "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.